Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 326 mg/dl. The customer also reported that he woke up with a high blood glucose level which he treated for. During troubleshooting, the customer was unable to get insulin to exit the tubing. Customer was advised to perform a full set change . The customer will not return any products for analysis.